Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a total hip arthroplasty was conducted with g7 system. During the procedure, after installing the cup, tip of the drill was broken while making the screw hole with the drill. The surgeon tried to be removed it but it couldn't. The fractured piece was remained inside the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a3; d9; g3; h2; h3; h6. Visual examination of the returned instrument shows the drill bit fractured. No fractured pieces were returned with the device for review. Flutes show wear damage and deformation of the cutting edges. Gouges and scratches are present around the circumference of the drill bit. The lot etch is unable to be confirmed and device age is unknown. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.